Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d4 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead an alert triggered and the patient presented to the healthcare facility. It was determined that the lv lead exhibited a high impedance and a chest x-ray confirmed that the lv lead had fractured. It was also reported that the patient experienced worsened heart failure symptoms. The lv lead was inactivated and remains in the patient. A new ventricular lead was implanted. No further patient complications have been reported as a result of this event.